Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (onetouch verio flex). The reporter claimed obtaining blood glucose readings of "129 and 128 mg/dl" with the subject meter and "98 and 98 mg/dl" on the other device, respectively. In addition, the reporter alleged that the subject meter read inaccurately high compared to another device (onetouch verio). The reporter claimed obtaining blood glucose readings of "129 and 128 mg/dl" with the subject meter and "97 and 97 mg/dl" on the other device, respectively. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.